Event description:
The pt received her scs system on (B)(6) 2011 including a paddle lead. It was reported the pt was experiencing numbness on her left side and swelling in her stomach. An sjm representative ran a diagnostic test and all impedances were normal. X-rays were taken and did not indicate any problems with scs system. The pt's doctor prescribed her prednisone to help resolve the issue, but was unsuccessful. Another x-ray was taken at a later date and a strength test which showed no anomalies. On (B)(6) 2011, the pt underwent a surgical procedure to resolve the issue. During the procedure, the doctor diagnosed the pt as having developed stenosis under the paddle portion of the lead and as a result, the applied extra pressure/depression may have contributed to the numbness and swelling symptoms. The pt's doctor does not expect visible results soon after the surgery. The pt's symptoms are currently unresolved. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.